Manufacturer narrative:
A covidien customer service engineer (cse) inspected the device and was unable to duplicate the reported issue. The cse replaced the graphical user interface (gui) to breathe delivery (bd) cable assay as a precaution. In addition, the cse updated the device's software to rev. Ak. The device passed all calibrations, short self-test, extended self-test (est) and performance verification testing (pvt) according to manufacturer specifications. A service history review has been performed for the above listed serial number by the manufacturer. No similar events were found in the service history record. In the event that additional information is obtained a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator's "screen display not working". It is unknown if there was patient involvement at time of event.